Manufacturer narrative:
With the available information provided to medtronic, there was no failure of the product and the event was related to patient/clinical circumstances. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during an implant of this annuloplasty band, the band was explanted and replaced with a bioprosthetic valve. The physician reported the band was replaced due to the repair not being sufficient for the patient. The physician indicated there was no failure of the band. No additional adverse patient effects were reported.